Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level was 494 mg/dl. Customer stated that his blood glucose level was 75 mg/dl before dinner. Customer ate two jelly beans and took a bolus of 15 ½ units because he had two chicken patties and ½ pumpkin pie. Customer started to feel faint. Customer treated with the pump. Customer found an air bubble in the reservoir that was 1/8 of an inch. Customer stated that the pump was not rewound with a reservoir in place. Customer stated that the insulin was not cold when he put it in the pump because he let it sit on the table to let it get to room temperature. Customer was assisted with removing the reservoir and rewound the pump. Customer ran a manual prime and the insulin exited the tubing. Customer received a no delivery alarm during troubleshooting. Customer did not want to continue troubleshooting. Customer had to leave and will call back. No additional information provided.